Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead in two pieces, measuring 14.7 and 47.2 cm respectively. An external insulation abrasion was noted 40.0 to 40.4 cm from the distal tip, breaching the rv cable lumens, consistent with friction to the device can. The etfe coating was undamaged in this region. An external insulation abrasion was noted 43.0 to 43.3 cm from the distal tip, breaching the re and rv cable lumens, consistent with friction to the device can. The etfe cable coating was undamaged in this region. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.